Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation and deformation due to compressive stress were confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulties could not be determined; however, factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Factors that could contribute to deformation due to compressive stress include, but are not limited to, damage during manufacturing, inadvertent mishandling during unpackaging of the device, sheath/stylet removal, preparation, or during use of the device, interaction with accessory devices, patient anatomical morphology, or patient disease state. Potential causes for a material separation include, but are not limited to, damage during manufacturing, inadvertent mishandling during unpackaging, during preparation or use of the device, interaction with the anatomy and/or accessory devices. In this case, it is possible the device may have interacted with the moderately calcified, mildly tortuous, 90% stenosed lesion during advancement, causing the reported failure to advance and deformation due to compressive stress. Further interaction with the challenging anatomy during retraction of the device may have contributed to the reported material separation; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the mid left circumflex coronary artery with moderate calcification, mild tortuosity and 90% stenosis. The 2.75x48 mm xience xpedition stent delivery system (sds) failed to cross the lesion due to the anatomy and the shaft kinked. The sds was removed from the anatomy and the shaft was noted to be separated after withdrawal. A non-abbott sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.